Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The lead was visually inspected and broken wires were observed at the extension strain relief. The extension lead segment showed signs of twisting. Functional testing could not be performed due to the broken wires. Conclusion: the cause of the reported complaint was confirmed. As received, the extension's wires were broken. No functional testing was performed. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. Approximately 2 weeks later, the pt lost stimulation. An impedance check revealed high impedance on several contacts. On (B)(6) 2010, the pt underwent a revision procedure and the impedance levels of the lead and extensions were checked. The extension exhibited high impedance and was explanted and replaced. Upon removal, a fracture was observed near the terminal end of the extension.